Event description:
It was stated that the customer was experiencing high blood glucose levels with symptoms of diabetic ketoacidosis like nausea, vomiting, irritability and discomfort. The blood glucose reading during the phone call was 490 mg/dl. The customer was then taken to the hosp for treatment of high blood glucose levels. No troubleshooting was performed on the insulin pump due to the customer being taken to the hosp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.